Manufacturer narrative:
(B)(4). Conclusion(s) - the complaint was confirmed from photographic inspection, however, the root cause is unknown. Two pictures and a video of product p/n 2414 (confort flo humidification system with) were received for analysis. They were visually inspected, finding the water overflowing in concha column during use. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. The customer complaint was confirmed based on the visual inspection of the received pictures and video, the water was detected overflowing in concha column during use. Although the complaint is confirmed based on pictures and video provided, there is no sufficient evidence to assure this issue was originated during the manufacturing process. Other remarks: the root cause for the condition reported could not be identified. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the top of the concha column was bubbling and that the circuit was flooding. The set-up was removed and replaced with a new one. No patient injury or consequence. The patient's condition is reported as fine.